Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "lead fault" message and restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was evaluated and the customer report was unable to be duplicated. The device was vigorously tested and passed successfully. No accessories were returned for evaluation. The device was recertified and returned to the customer. The device logs were reviewed and the most recent log from 7/21 showed two power interruptions occurred, one from a power button press and one from the battery being removed, but no device resets were identified. Lead fault advisories were identified in the log and typically related to loss of coupling to the patient or poor connectivity. No faults identified in the log to suggest a device malfunction. No trend is associated with reports of this type.